Manufacturer narrative:
A lot history review was not possible as the lot number was not provided. However, product release at cardinal health is contingent upon the successful completion of lot release testing and a documentation review by the quality department. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
As noted in the publication by shokuhfar et al mynxgrip vascular closure device use in pediatric neuro interventional procedures; j neurosurg pediatr. On (B)(6) 2018:1-5.; there is a report of a case of a single device failure which occurred without any sequelae; the device was extracted, and hemostasis was achieved by manual compression with the placement of a safeguard compression device.

Manufacturer narrative:
Complaint conclusion: as noted in the publication by shokuhfar et al, there is a report of a case of a single device failure in pediatric neurointerventional procedures which occurred without any sequelae. The device was extracted, and hemostasis was achieved by manual compression with the placement of a compression device. Attempts to gather further information were unsuccessful. The product was not returned for analysis. A lot history review was not possible as the lot number was not provided. However, product release at cardinal health is contingent upon the successful completion of lot release testing and a documentation review by the quality department. The event reported as ¿failure to deploy¿ was not confirmed since the device was not returned and a physical investigation could not be performed. As per the instructions for use, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.